Event description:
It was reported that the customer received no delivery alarms on the insulin pump and his blood glucose was 499 mg/dl. Customer treated with a manual injection. Troubleshooting was performed. After the customer was advised to disconnect and reconnect the infusion set and reservoir, he was able to successfully push insulin through the tubing. Insulin then exited during a manual prime. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch 3004209178-2015-82714.